Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarms from bed 7 for low invasive pressure were intermittently noted to be self-silencing. The customer said the issue occurred twice between (B)(6) with the timeframe of 07:00 on (B)(6) and 8:20 on (B)(6). The issue involved a low pressure alarm. No patient harm, urgent therapy or delay of any urgent therapy occurred.